Event description:
It was reported that during a routine device change out procedure, the atrial lead exhibited low impedance and an insulation abrasion was noted on the lead. The lead was capped and replaced. The patient was fine after the procedure.